Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was noted that the balloon ruptured at more than nominal pressure. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.